Event description:
Abbott free style libre 3 glucose reader is faulty reads the glucose levels extremely high which has led to injecting unneeded amounts of insulin. The reader also no longer charges. We have followed directions indicated. No help or assistance from abbott and their faulty items. Poor customer service. How do patients get the quality and safety care needed? They must be stopped from treating customers like trash and start attending to their medical needs and safety.